Event description:
The customer reported to customer service that her transformer was plugged in and there was a spark at the wall. Upon receipt at medela, the transformer was inspected and found to be breached.

Manufacturer narrative:
A replacement transformer was sent to the customer. When the transformer was received at medela, it was found during the product eval to be breached, which is a safety risk. This issue with the damaged transformer housing for the pump in style device was addressed in investigation (B)(4). The investigation found that the transformers are being damaged during shipment from the MFR to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and foreseeable misuse. The packaging used by the MFR to ship the transformers to medela is not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength has also been increased to further protect the transformer during shipping. Eval summary: a visual examination of the power supply revealed the transformer housing was cracked open, exposing inner electrical circuity. A visual examination of the cord revealed nothing unusual. The power supply was plugged in and the voltage across the dc plug was measured at 13.2 vdc, which is normal and indicates that the power supply is producing the correct voltage. Resistance across the dc plug was measured open, which indicates that there is not a short in the dc cord. Smoke, fire and sparking were not observed while the power supply was plugged in. The resistance across the ac blades measured as 55.5 ohms, which is normal and indicates that the thermal fuse did not blow.